Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted a needle with a suture in a retainer. The needle was observed to be detached from the suture. The retainer was inspected with no abnormalities. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's thread was broken. Another device was opened without any issue. No patient involved in this event.